Event description:
While the pt was on cardiopulmonary bypass, they had a progressive worsening of oxygenation (by peripheral, cerebral, and pump monitors) and a progressive increasing of hypercarbia. The oxygenator on the bypass machine had malfunctioned. The pump lines had to be clamped and the oxygenator was replaced. The total time for the exchange was approximately 2.5 minutes. After the oxygenator was replaced, there was an immediate improvement in the pt's oxygenation, and co2 removal.